Event description:
It was reported that stent moved on balloon and stent damage occurred. A 3.50 x 38mm promus premier¿ stent was selected to treat the lesion. During advancing of the device through the guide catheter, the physician noticed an abnormal drag and the stent became loose on the balloon delivery system. The device was then removed from the patient and it was noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).